Event description:
It was reported the 512x was used during an unknown procedure. It was reported by the affiliate the device broke. There was no consequence to the pt. 02/26/1998 it was reported by the affiliate the tip of the trocar shaft was broken (approximately 1cm).